Manufacturer narrative:
(B)(4). The actual device was returned and was visually evaluated. No breakages were observed on the two returned used segments provided, but one end of the knotted segment could not be observed due to adhered tissue at the knot. A complete examination was not possible. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by a veterinarian that a during procedure on (B)(6) 2013, the suture broke. The suture broke while closing the skin layer.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.